Event description:
The account stated that the architect c8000 analyzer has generated erratic potassium results on a patient sample. The qc is within range. The sample was repeated several times and the results were 2.1, 3.9, 5.0 mmol/l. The sample was respun and the results were 3.1 and 3.7 mmol/l. The patient was redrawn the following day and the result= 2.1 mmol/l, after centrifugation, the result= 2.7 mmol/l. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4): erratic potassium results produced by c8000. Erratic potassium results were not caused by a device component/ subassembly failure. Review of the complaint text indicates the architect c8000 generated several erratic potassium results for one patient. The operator stated the qc was within range on all assays, the maintenance was up to date, and all other patient samples were repeated without any issues. The patient sample in a lithium heparin tube generated several initial potassium results of 2.1, 3.9, and 5.0 and generated the results of 3.1 and 3.7 when it was repeated. Another sample was collected the following day with the result of 2.1 and repeat result of 2.7. The sodium, chloride, and total protein results were 140, 99, and 5.5 respectively. The patient had lymphoma and a white blood count greater than 300,000. The operator performed a precision run with a normal point sample and the questioned patient sample. Based on the data gathered from the precision run, the customer technical advocate observed the high degree of fluctuation in the sample voltage reads, but none were observed between pre and post patient sample voltage reads, which would suggest an issue with sample integrity. The customer stated that the probable cause of the issue was an interferon or contaminant in the sample due to the medications the patient was currently on. Names of medications were not provided. There was not an adequate amount of the patient sample to be returned for investigation and the operator felt there was not an issue with the instrument or assay performance. The customer technical advocate contacted the customer for additional meaningful data regarding the lithium heparin tube. The sample tube was a beckton-dickinson lime-top tube. The catalog and lot number of the tube were not available. Quality directive (B)(4), issued on 7/22/2008, provides guidance to the customer support center personnel for the collection of additional meaningful data pertaining to the use of patient samples collected in all heparin tube types when using abbott immunoassay and clinical chemistry instruments and reagents. The FDA and other global regulatory agencies require that medical device manufacturers report any heparin-related adverse events. Beckman dickinson (bd) released a customer letter on july 18, 2008 informing the customers it has confirmed its bd vacutainer blood collection tubes contained small amounts of the heparin contaminant oversulfated chondroitin sulfate (oscs). The letter listed the lot numbers of the heparin tubes. The company has also verified through testing that the oscs does not affect the anticoagulant performance of the lithium heparin in the bd vacutainer blood collection tubes. A review of the complaint history for architect csystem sn (B)(4) over the period of time of (B)(6) 2007 through (B)(6) 2008 was performed. The review did not find other complaints related to this issue. Results of the review of the architect system operations manual (B)(6): section 1: use of function, required consumables, ict module (csystem) states that the ict module is an integrated chip located within the ict unit that contains the na+, k+, cl-, and reference electrodes. The warranty for the ict module is 15,000 samples or two months post-installation, whichever comes first. Section 7: operational precautions and limitations: operational requirements, precautions, and limitations are provided to ensure operator safety and accurate assay results. Not following these requirements or taking these precautions can impact system and assay performance and may cause damage to the system or adversely affect assay results. Limitations of result interpretation. Assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Section 10: troubleshooting and diagnostics: under the observed problems, erratic results, poor precision photometric results (c system) and controls out of range (c system) sections, two tables of probable causes and corrective actions have been provided for the customer to troubleshoot their system. In the clinical chemistry ict reagent package insert (B)(4) describes the following related to acceptable specimens: specimen collection and handling; suitable specimens. Serum, plasma, and urine are acceptable specimens. Serum: use serum collected by standard venipuncture techniques into glass or plastic tubes with or without gel barriers. Ensure complete clot formation has taken place prior to centrifugation. Separate serum from red blood cells or gel as soon after collection as possible. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may take longer to complete their clotting processes. Fibrin clots may subsequently form in these sera and the clots could cause erroneous test results. For potassium, hemolyzed specimens must not be used. Plasma: use plasma collected by standard venipuncture techniques into glass or plastic tubes. Acceptable anticoagulants are lithium heparin (with or without gel barrier) and sodium heparin. Ensure centrifugation is adequate to remove platelets. Separate plasma from red blood cells or gel as soon after collection as possible. Note: multiple myeloma samples are known to give low results on diluted ise systems due to the high level of protein present in the sample 5 refer to the specimen collection tube manufacturers instructions for processing and handling requirements. Based on the available information, the (B)(6) customer letter, and the results of the investigation, the cause of the customers issue could not be identified, nor was any deficiency identified for this complaint. Potential causes of this issue do include the sample integrity and the use of the becton dickinson collection tube. This is the final report.